Event description:
It was reported that during the implant procedure, the stylet was unable to be advanced into the lead. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).